Manufacturer narrative:
The patients age was estimated based on their birth year, (B)(6). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to tissue injury and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed for mitral regurgitation (mr) grade 4. One mitraclip was implanted, reducing the mr to <1. On (B)(6) 2021, severe mr was observed. A laceration on the posterior leaflet, just next to the mitraclip was observed. The increase in mr was due to the laceration. There were no associated clinical symptoms and the patient remained in stable condition. The patient was discharged 2 days later. No additional information was provided regarding this issue.

Event description:
Subsequent to the initial medwatch report, the additional information was received: there was no device malfunction and the event did not require prolonged hospitalization.

Manufacturer narrative:
A2: the patients age was estimated based on their birth year, 1941. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported unspecified tissue injury (no treatment) could not be determined. The mitral valve insufficiency/regurgitation (recurrent mitral regurgitation) is a cascading effect of the unspecified tissue injury. Furthermore, unspecified tissue injury and mitral valve insufficiency/regurgitation are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. B2, h6: health effect impact code 4607 (hospitalization) removed.